Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that her husband's blood glucose had been low for three days and that his blood glucose decreased to 43 mg/dl at one point. The patient treated with food. The patient's blood glucose at the time of call was 232 mg/dl. During troubleshooting no anomalies were noted. The insulin pump was not returned for analysis.